Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a healthcare professional, and a company representative regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was cancer pain/malignant pain. On (B)(6) 2018 it was reported that they were hearing a critical alarm coming from the patient¿s pump which began 4-5 days ago and they were wondering how they could silence it. Per the reporter, the patient¿s pump refill date was scheduled for (B)(6) 2017, but because the hcp (healthcare professional) had reduced it to half and canceled all her boluses, it ran much longer than the (B)(6). It was noted that the patient had cancer and was currently in hospice care. The patient had a different port for chemo which another tech was servicing. No patient symptoms were reported. Additional information was received on 16-jan-2018 and it was reported that the pump was alarming because the pump was empty. A programmer was sent to the provider and they were assisted in silencing the alarm. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the pump was determined to be empty and they just wanted the alarm silenced as the patient lived out her last days. In order to do that, it was determined we needed to get an order from the managing md to ¿fake out¿ the pump. An order was given by the managing physician and the healthcare provider was instructed to change the volume to 10 ml and change the rate to minimum rate. It was reported this stopped the alarming. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, (B)(4) product type programmer, physician if information is provided in the future, a supplemental report will be issued.